Event description:
It sticks to my throat and I have to cough it up [medication stuck in throat] I have to cough it up [cough] doesn't hold for longer than an hour [product complaint] case description: on (B)(6) 2024 a spontaneous case was reported in united states of america by a patient via call center representative (phone). On (B)(6) 2024 new information was received for this case. The report concerns a consumer. The consumer received poligrip power max hold & comfort (carbomer+carna+polma cream) with unknown lot (expiry: 2026-10-31) for indication product used for unknown indication. No concomitant medications were reported. On an unknown date, after an unknown time of starting poligrip power max hold & comfort, the consumer experienced a medically significant it sticks to my throat and I have to cough it up (medication stuck in throat). The outcome of the event medication stuck in throat was unknown. On an unknown date, the consumer experienced a non-serious doesn't hold for longer than an hour (product complaint) and I have to cough it up (cough). The outcome of the events cough and product complaint were unknown. No medical history was reported. No drug history was reported. The action taken with poligrip power max hold & comfort was unknown. Dechallenge was unknown and rechallenge was not applicable. Causality of the event product complaint was considered as not reported/not assessable and causality of the events medication stuck in throat and cough were considered related to the suspect poligrip power max hold & comfort. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. This case is associated with product complaint (B)(4) the reporter provided the following comment: "I have a 4 pack of poligrip power hold comfort from, doesn't hold for longer than an hour it sticks to my throat and I have to cough it up lot: I can't read it exp: 2026-10-31 why is it so expensive?". On 2024-06-04, the following update has been provided information was received from quality assurance (qa) department regarding product quality complaint with case number (B)(4) for unknown lot number. Investigation evaluation: no sample was returned for this complaint and the lot/batch details were not received so a full investigation cannot be completed. As this information is not available the complaint cannot be substantiated and will be closed as inconclusive. If the consumer contacts us with additional information or if the complaint sample is received, the complaint issue will be reopened and further evaluated. The investigation reports concluded that, complaint stands inconclusive. The pqc number was reported as (B)(4). The report is being resubmitted to capture corrections. The information was received on 04jun2024 and is as follows: suspect coding updated from "product registration: carbomer+carna+polma cream > au - carna 28%+polma 18%+crbm 8% cream 05612, registration product type: cosmetic to registration name: us - carna 28%+polma 18%+carbomer 8% cream 05612, registration product type: device".

Manufacturer narrative:
Veeva case: (B)(4).